Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt complained about mild pain. Within the following days, they developed uveitis with a peri-pupillary fibrinous ring. They were treated with topical and sub-conjunctival corticoids. The surgeon indicated she felt the prognosis for the pt was good and the symptoms resolved within 2-3 weeks. The association between this event and the iol is not known.